Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that smoke was coming from the dry acid mixer and it would no longer fill during dissolution and rinse modes. A burn mark was noted on the cabinet of the unit by the drain valve. The biomed was advised to swap the control board and software along with the drain valve if burn/scorch marks were noted on it. Additional information was obtained during follow-up with another facility biomed. There was no harm to any patients or individuals as a result of this malfunction. The mixer was unplugged to extinguish the smoke. It was confirmed that the smoke did not trigger any smoke detectors within the facility. Use of a fire extinguisher was not required. A burning smell was noted upon removing the cover. It was discovered that the black box (the drain valve) that controls the fill function (next to the blue box) and a connected wire were burned. The parts were replaced to resolve the reported issue. No other parts sustained thermal damage and no other issues were identified within the system. The dry acid mixer was returned to service following repair. No photographs are available for review. No parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that smoke was coming from the dry acid mixer and it would no longer fill during dissolution and rinse modes. A burn mark was noted on the cabinet of the unit by the drain valve. The biomed was advised to swap the control board and software along with the drain valve if burn/scorch marks were noted on it. Additional information was obtained during follow-up with another facility biomed. There was no harm to any patients or individuals as a result of this malfunction. The mixer was unplugged to extinguish the smoke. It was confirmed that the smoke did not trigger any smoke detectors within the facility. Use of a fire extinguisher was not required. A burning smell was noted upon removing the cover. It was discovered that the black box (the drain valve) that controls the fill function (next to the blue box) and a connected wire were burned. The parts were replaced to resolve the reported issue. No other parts sustained thermal damage and no other issues were identified within the system. The dry acid mixer was returned to service following repair. No photographs are available for review. No parts are available to be returned to the manufacturer for physical evaluation.